Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump battery last less then expected only for 5-7 days. Customer insulin pump had received replace battery alarm. Customer received low battery alert prior to replace battery now alert. The battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The customer will discontinue the use of pump.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged unexpected battery power loss and charge/battery last less than expected found on june 22, 2022. The insulin pump passed the displacement test, active current test, and self test. Device failed sleep current test due to moisture damage. No unexpected battery power loss or charge/battery lasts less than expected noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. No unexpected battery alarms or alerts were found in the history files or traces on or near the event date. Device was cut open to perform visual inspection and found evidence of moisture damage on electrical board 1, electrical board 2, and harness vibrator assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, overlay scratched, pillowing keypad overlay, cracked case (battery tube), label damage (peeling). Unexpected battery power loss confirmed due to high current from moisture damage. Charge/battery lasts less than expected not confirmed during testing. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.